Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was presented with redness, swelling and fever at a clinic visit. The patient was then admitted to the operation room and the entire system was extracted due to infection. The patient was stable following the procedure.